Event description:
It was reported that the right ventricular lead was explanted and replaced due to high lead impedance of greater than 200 ohms, and an apparent lead fracture. No patient complications have been reported as a result of this event.